Manufacturer narrative:
Product ID: 8731, lot# b002150n08, implanted: (B)(6) 2003, product type: catheter. (B)(4).

Event description:
It was reported that an alarm was heard but telemetry had not yet been performed. It was noted that the pump was ¿shut off years and years ago¿, but since then, the pump would beep ¿every once in a while¿. At the time of this report, the pump was empty. The patient did not currently have a managing physician.